Event description:
Per the clinic, the device was explanted (specific date not reported) for unspecific medical reasons. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on june 13, 2024.